Manufacturer narrative:
Additional information: additional information received on 17 june 2019 indicating that the reported event occurred during testing. There was no patient involvement in the reported event. Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found the pump had no damage. Review of device history log found following events in the device history log: 1012> error 1814 - 5/2/2019 10:39:00 am functional testing included simulated use. The pump was powered up and it immediately displayed lec 1814. 1814 error is motor_feedback_active. Motor current was verified within specification. The customer stated issue was duplicated and was confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1814. There was no reported serious injury to the patient.